Event description:
It was reported in an article (breel, j., wille, f.f. Amelioration of central pain in spinal cord injury via dorsal root ganglion (drg) stimulation (10706). North american neuromodulation society 19th annual meeting. 2015. 67.) That a patient with central pain due to spinal cord injury had previously tried spinal cord stimulation (scs) without success. The patient later went on to dorsal root ganglion stimulation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).